Event description:
During a ventricle tachycardia ablation, the physician perforated with the catheter and as consequence the patient had a pericardial effusion. An emergency drainage of the pericardial effusion was performed. No other consequences for the patient. No additional information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).